Manufacturer narrative:
Infection/pain: the root cause of the injury was not determined due to insufficient clinical details. Asae /hematoma/major bleed: the root cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
Updated information: d4 serial number updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 66 year old male patient with a history of coronary artery disease, diabetes mellitus, and renal insufficiency received impella 5.5 support for acute heart failure and cardiogenic shock secondary to chronic non ischemic cardiomyopathy. Prior to impella implantation, the patient was receiving one inotropic medication, an intra aortic balloon pump, and veno arterial extracorporeal membrane oxygenation. Hemodynamics improved following impella placement. On the tenth day of support, the patient developed a hematoma at the extracorporeal membrane oxygenation and impella insertion sites. Computed tomography imaging was performed for evaluation, and one unit of packed red blood cells was administered. Pressure was applied, and repeat imaging was obtained to assess for hematoma progression. On the twelfth day of support, the patient¿s hemoglobin decreased to 6.5 grams per deciliter. He received one unit of packed red blood cells, after which hemoglobin increased to greater than 8 grams per deciliter. The patient had undergone a hematoma washout procedure two days prior to transfer to the current hospital. On the seventeenth day of support, the impella insertion site exhibited redness, swelling, and drainage. Cultures were obtained and were pending at the time of documentation. No fever was reported. However, infection will be conservatively coded. After a total of 47 days of support, the impella device was successfully weaned due to native heart recovery.

Manufacturer narrative:
This supplemental report corrects information previously reported in section h9. Upon review, the event was determined to have been incorrectly associated with a recall. Based on the current evaluation, the event is not associated with any recall.